Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are also unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lastly, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, confirming the blue soft cannula is inspected for any damage and freedom from hazard alarms.

Event description:
It was reported that the patient sought medical attention with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include pain in stomach, nausea and vomiting. At the hospital the patient was diagnosed with diabetic ketoacidosis. The patient was treated with IV (intravenous) fluid for being dehydrated, zofran IV (intravenous) to help with nausea and then started him on IV (intravenous) insulin to treat. The patient was released that same day. The pod was removed before the patient went to the hospital. Once the pod was removed it was noted that the cannula was bent.